Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and failure analysis investigations was not replicated nor confirmed the customer reported complaint. A review of the system logs confirmed that the instrument had 1 life left. The instrument life indicator had not rotated to red. Additional observations not reported by site were also identified: the tenaculum forceps instrument was found to have a broken distal pitch cable at the distal end. The pitch distal clevis is still present. The instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the broken pitch cable on the distal end. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration.

Event description:
It was reported that prior to starting (pre-anesthesia) of a da vinci-assisted surgical procedure, the tenaculum forceps instrument was expired. There was no patient injury.